Manufacturer narrative:
Results: inaccurate fowler angle display.

Event description:
It was reported by service report that the fowler angle reading was inaccurate and the power cord was frayed. No pt involvement or adverse consequences are reported.